Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) study. This complaint is being reported based on the event of exacerbated asthma requiring prolonged hospitalization. On (B)(6) 2016, the patient was admitted to the hospital to undergo the bt treatment. On (B)(6) 2016, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient developed exacerbated asthma. The patient was treated with systemic steroids and the hospitalization was extended due to this event. On (B)(6) 2016, the event was resolved and the patient's condition was reported to be 'good'. The patient was discharged from the hospital on the same day.